Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported the healthcare provider (hcp) confirmed the patient was in diabetic ketoacidosis (dka). The patient's ketones rose above 3 mmol/l (54 mg/dl). As treatment, a new pump system was provided to the patient and manual insulin pen corrections were administered.

Manufacturer narrative:
In the case description, the user mentioned being unable to pair the pdm with multiple pods. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge, however, the battery charging screen did not appear and the pdm battery did not charge. The battery was replaced with a known good battery. The pdm was then able to turn on and boot up with no issues. Inspection of the battery found it to be slightly swelled. It could not be determined when or how this damage occurred. Dash pod pd1k03192111-0201285 was returned with the pdm. The pod was reset and paired with the pdm. The pdm was able to pair with the pod, deliver a 5u bolus at a range of 5ft., and deactivate the pod with no issues. Inspection of the ibf data showed that no pdm errors were generated on the date of occurrence or on the last day of pdm use. Inspection of the android log files showed no evidence of the pdm failing to activate and communicate with pods. The pdm was found to function as intended during the investigation.